Event description:
Per independent repair center statement, the unit was the capacitor has a short circuit and the unit will not start. The key failure was the capacitor has short circuit and was replaced. Additional malfunctions were pilot valve not shifting , muffler housing barb racked and sieve bed saturated. All parts where replaced.